Event description:
It was reported the patient became lightheaded, had a heartrate in the 30's and then went asystole. It was also reported the device could not be interrogated and could not get a magnet response. The device check one year earlier showed the remaining longevity estimated to be 2.5 to 5.5 years and a battery reading of 2.76v and 976 ohms. The device was removed and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) ema wirebond - loose/detached.